Event description:
The customer reported to olympus, when the endoquik was added to the endoscope reprocessor it was cloudy. It was discovered that the endoquik used had expired six months prior. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Expired end quick was used. Since cleaning performance cannot be guaranteed with expired chemicals, reprocessability cannot be guaranteed when reprocessing with oer-s reprocessor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h3 and h6 type of investigation because the device was not inspected. The users stated they were aware of where endoquik's expiration date was written. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user recognized where the due date of endoquick was indicated. Therefore, the event was due to the user¿s mishandling. Olympus will continue to monitor field performance for this device.